Event description:
Procedure: gastric bypass after the first firing, the instrument did not staple from one side to the other, it only divided the stomach, leaving a hole of 1 to 1.5cm. The procedure changed from laparoscopic to laparotomy and manual reconstruction performed. No further patient injury reported.